Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 a patient experienced a broken sensor wire. Upon sensor removal, patient or doctor could not locate the sensor wire. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.